Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements the day after implant. A radiographic examination was performed which revealed no lead movement had occurred however, a micro-dislodgment was suspected. A repositioning of the lead was scheduled for the following day. Pre-operative check of the reposition surgery revealed that the lv lead parameters were within normal range. Repositioning of the lead was cancelled and lead reprogrammed instead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.